Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage.(kitchen) test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 211 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 145 mg/dl. The customer also stated that his meter is reading higher than his accucheck meter (meter to meter comparison results were not provided). The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 01/14/2018 and open vial date is 05/08/2017. The meter memory was reviewed for previous test result history (date / time not set): the 125mg/dl (B)(6) 2017 10:46 pm fasting:yes, the 174mg/dl (B)(6) 2017 04:24: pm fasting:yes, the 115mg/dl (B)(6) 2017 07:12 am fasting:yes, the 211mg/dl (B)(6) 2017 09:46 pm fasting:yes, the 122mg/dl (B)(6) 2017 07:46 am fasting:yes. Memory concerns: the customer is concerned about these two results: 174 mg/dl on (B)(6) 2017 @ 4:24 pm and 211 mg/dl on 6/6/2017 @ 9:46 pm.